Manufacturer narrative:
Product investigation completed. The device was bloody, and the implant was located inside the sheath. The implant was deployed during lab analysis. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (tricuts bent/flared/abrasions), sheath damage (abrasions), and anchor damage. Inspection of the rest of the device found no other damage or defects. There was no evidence of any damage or irregularities contributing to the reported recapture difficulty, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that the device was difficult to recapture. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first wds was deployed too proximal for which it was fully recaptured. A second device was deployed, but the laa was too large, so a full recapture attempt was made. At this time, the device was not able to be pulled back into the sheath and would not free from the laa tissue. The patient was sent to surgery; however, the device was able to be fully recaptured prior to any surgical intervention. The case was aborted and the device was successfully removed without any patient complications.

Event description:
It was reported that the device was difficult to recapture. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first wds was deployed too proximal for which it was fully recaptured. A second device was deployed, but the laa was too large, so a full recapture attempt was made. At this time, the device was not able to be pulled back into the sheath and would not free from the laa tissue. The patient was sent to surgery; however, the device was able to be fully recaptured prior to any surgical intervention. The case was aborted and the device was successfully removed without any patient complications.